Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient noticed her infusion set's tubing detached. Upon investigation performed on the returned used device (1 tubing), it was found that the tubing was detached from the tubing connector. No further information available.